Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified that the pebax was broken with internal parts exposed. Initially, it was reported that when the catheter was connected, 105 magnetic sensor error occurred. The issue was resolved by replacing the catheter to a new one. The procedure was completed without any problems. No adverse patient consequence was reported. The magnetic sensor error issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 17-oct-2023, the pebax was found broken with internal parts exposed. The broken pebax issue was assessed as MDR reportable. The awareness date for this reportable lab finding was 17-oct-2023.

Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). The device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were following bwi procedures. Visual analysis revealed that the pebax was broken with internal parts exposed. Magnetic sensor functionality test was performed and the device was recognized on the system; however, error 105 was displayed on the screen due to an open circuit on the tip area. The root cause of the damage to the pebax could be related to improper handling after procedure, however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 30951713l number, and no internal actions related to the reported complaint condition were identified. The magnetic issue reported by the customer was confirmed. The instructions for use contain (IFU) the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).